Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing set cracked and broke at the tip and a piece was stuck in the flush device. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing set cracked and broke at the tip and a piece was stuck in the flush device. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set cracked/broke at the tip and a piece was stuck in the flush device was confirmed. Visual inspection of the male luer tip¿s broken surfaces (including use of magnification) showed that the break was uneven and jagged, indicating an external application of force. The root cause of the damage was external application of force to the male luer tip.

Event description:
The customer reported that the tubing set cracked and broke at the tip and a piece was stuck in the flush device. There was no patient harm.